Event description:
It was reported that a peritoneal dialysis (pd) patient had peritonitis. Upon follow-up, the reporting nurse stated the patient was experiencing symptoms of abdominal pain. As a result, the patient had a pd culture obtained (in the pd clinic) which grew multi-bacteria; klebsiella pneumonia, citrobacter freundii, and proteus species and an elevated white blood cell (wbc) of 10,606. Reportedly, the patient was initiated on antibiotic therapy with intra-peritoneal (ip) ceftazidime 2 grams daily on an outpatient basis. The nurse stated that on 19/mar/2021 the patient had a repeat pd culture (in the pd clinic) which showed wbc declined to 2510 (reported as significant improvement). It was reported the patient continued pd treatments with the same cycler after the peritonitis was diagnosed. However, the nurse stated the patient was having concomitant difficulty with ultrafiltration. Subsequently, on 22/mar/2021, the patient was hospitalized due to negative ultrafiltration and peritonitis. The nurse stated the patient was transitioned to hemodialysis during the hospitalization is receiving unspecified antibiotics. The patient remained hospitalized at the time follow-up was completed, and no additional details about the hospitalization were provided. The nurse was not able to identify the cause of the patient¿s peritonitis. However, per the nurse, the patient did not have any fluid leaks or any issues with fresenius device, or product in relation to the event. Additionally, the nurse reported there were no cycler malfunctions or product issues associated with the negative ultrafiltration. The nurse stated the patient¿s peritoneal membrane function and concomitant peritonitis is suspected to have led to the patient¿s ultrafiltration issues.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. There were visual indications of dried fluid within the cassette compartment on the pump door and on the safety clamp. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A simulated therapy was initiated and completed on the cycler without complication. The weighed fill volumes were found to be within tolerance. No fluid leaks in the test cassette during the treatment. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. A patient sensor calibration test was also performed and the cycler was found to be within tolerance. The mushroom head checks passed. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover under the pump and on the inside of the rear panel. The cause of the observed dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between the pd therapy with the ycler/cycler set and the patient¿s hospitalization for peritonitis and concomitant ultrafiltration issues. However, there is no allegation nor any objective evidence that a cycler/cycler set malfunction or product deficiency was associated. Peritonitis is a well-documented complication in patients undergoing pd. Based on the reported information, the patient¿s peritonitis cannot be established. The patient¿s pd culture yielded growth of multi bacteria klebsiella pneumonia, citrobacter freundii, and proteus species which normally reside in the human intestinal tract. Moreover, all these organisms are known to be associated with peritonitis caused by touch contamination during the pd exchange. Therefore, it is possible the peritonitis was associated with translocation of gut bacteria/ touch contamination. Furthermore, there were no product issues associated with the patient¿s negative ultrafiltration. The patient¿s pd nurse indicated the peritoneal membrane function and concomitant peritonitis are suspected to have caused the patient¿s ultrafiltration issues. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient had peritonitis. Upon follow-up, the reporting nurse stated the patient was experiencing symptoms of abdominal pain. As a result, the patient had a pd culture obtained (in the pd clinic) which grew multi-bacteria; klebsiella pneumonia, citrobacter freundii, and proteus species and an elevated white blood cell (wbc) of 10,606. Reportedly, the patient was initiated on antibiotic therapy with intra-peritoneal (ip) ceftazidime 2 grams daily on an outpatient basis. The nurse stated that on (B)(6) 2021 the patient had a repeat pd culture (in the pd clinic) which showed wbc declined to 2510 (reported as significant improvement). It was reported the patient continued pd treatments with the same cycler after the peritonitis was diagnosed. However, the nurse stated the patient was having concomitant difficulty with ultrafiltration. Subsequently, on (B)(6) 2021, the patient was hospitalized due to negative ultrafiltration and peritonitis. The nurse stated the patient was transitioned to hemodialysis during the hospitalization is receiving unspecified antibiotics. The patient remained hospitalized at the time follow-up was completed, and no additional details about the hospitalization were provided. The nurse was not able to identify the cause of the patient¿s peritonitis. However, per the nurse, the patient did not have any fluid leaks or any issues with fresenius device, or product in relation to the event. Additionally, the nurse reported there were no cycler malfunctions or product issues associated with the negative ultrafiltration. The nurse stated the patient¿s peritoneal membrane function and concomitant peritonitis is suspected to have led to the patient¿s ultrafiltration issues.